Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00060: case 1, 3025141-2019-00061: case 2, 3025141-2019-00062: case 3, 3025141-2019-00063: case 4.

Event description:
Following implantation of an acutrak screw, the patient experienced scaphoid non union. No revision surgery was performed. Case 5. From: article: acutrak versus herbert screw fixation for scaphoid non-union and delayed union. Oduwole, kayode; cichy, benedickt; dillion, john p; wilson, joan; o'beirne, john. Journal of orthopaedic surgery 2012; 20(1): 61 - 5.